Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: alleged issue: alleged issue: catheter broke at the y connector while in use. Catheter was replaced. No pt injury reported. Pt current condition is fine. Requested additional information, but not received at the time of this report.